Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flexible scope image guide tube coat was peeling. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be identified. The instruction for use states the inspection method associated with the event in laryngeal fiberscope lf-tp/dp/gp "chapter 3 preparation and inspection 3.2 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.